Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/16/2016 with the following findings: during testing, the display was dim and discolored. The battery compartment was cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.